Event description:
It was reported that the asymptomatic patient presented in-clinic during a follow-up. Upon interrogation, the patient's pacemaker was found in back-up vvi. After a device download was successfully performed, normal device function resumed.